Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: haddad, f., desai, k., sarkar, j., dorrell, j., (1996), the ao unreamed nail: friend or foe, internation journal of the care of the injured, 26(8), 261-263 ((B)(6)). This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: haddad, f., desai, k., sarkar, j., dorrell, j., (1996), the ao unreamed nail: friend or foe, internation journal of the care of the injured, 26(8), 261-263 (UK). Twenty-nine tibial shaft fractures were stabilized with the ao tibial unreamed nail. This event took place from (B)(6) 192 and (B)(6) 1994. The average follow was fourteen months with a range of six to twenty-eight months. The complications that was reported is one case of deep infection and pain. This is report 1 of 2 for (B)(4). This report is for an unknown nail.